Manufacturer narrative:
No sample collection information was provided. No qc or system check data was provided. Service was not dispatched for this event. Sample was sent to the customer product line support (cpls) for additional testing. Per the cpls, based on the (B)(6) hbv dna result, the patient was reported to be (B)(6) for hbsag. No root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a (B)(6) hepatitis b surface antigen (hbsag) result for one (1) patient, which was confirmed by the hbsag confirmatory test, generated by the unicel dxi 800 access immunoassay system (remanufactured). Physician questioned the (B)(6) result, as it does not match the medical history of the patient. Patient treatment was not affected in this event.